Event description:
The customer stated that he was treated by the paramedics after experiencing a low blood glucose reading of 45 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. No alarms were found in the alarm history. The customer didn't have a tubing clamp to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.